Event description:
The customer states that the axsym analyzer does not power up. The customer turned the power on and off and the analyzer restarted after a reset making an unusual sound. The customer then attempted to push the power switch in the up position, but it immediately returned to the down position and a spark-like light was observed around the interior of the power switch. No injuries or impact to patient results were reported related to this issue. No damage to the surrounding environment was reported. The power supply assembly was replaced to resolve the issue.

Manufacturer narrative:
(B)(4). An evaluation was performed in response to the complaint of a spark being generated from the power supply of axsym (B)(4). The evaluation of the issue consisted of a review of customer complaints, current axsym labeling, and the information provided including the complaint text. A review of the complaint text found an fsr replaced the axsym power supply. A complaint review found there have been no additional complaints initiated on axsym (B)(4) since the fsr serviced the analyzer, and replaced the power supply. A review of axsym field performance data did not identify an increase in complaint activity for the issue you experienced. The issue is adequately addressed in the product labeling. No adverse trends were identified for this issue. Based on the available information and this evaluation, no deficiency was identified for the axsym analyzer list number 07a83-01 for the issue under evaluation.